Event description:
Trial patient's mother contacted dexcom technical support on (B)(6) 2015 to report low audio output on (B)(6) 2015. At the time of contact, the trial patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).